Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient will not undergo any further interventions at this time due other unrelated health issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is unable to recharge his ipg properly. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient was sent a replacement charging system as a troubleshooting attempt. The patient received the replacement device; however, the patient was now completely unable to establish communication between his ipg and charger. No further interventions have been planned at this time.

Event description:
Follow-up information revealed the patient's ipg was explanted in 2016 (exact date unknown).